Manufacturer narrative:
Per the log review the no rotation required (nrr) display is dependent on the axis and not the residual cylindrical measurement. The doctor admitted that this event was a user error as he had the system cart too far away to read the details of the measurement, and did not see that he was ninety degrees from his intended orientation. There is no evidence of a system malfunction. The root cause of the residual cylinder can be attributed to the intraocular lens (iol) being ninety degrees off axis, related to a user error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a case of residual cylinder at ninety degrees off intended axis post cataract procedure. Reporter indicated, during the case, the aberrometer suggested no rotation required at an unintended axis, and the intraocular lens was implanted at the aberrometer suggested axis. But, did not notice the system indication of a residual cylinder of four diopters at that axis. Upon follow up, the reporter indicated a secondary surgical intervention for repositioning of the intraocular lens (iol) was performed. Patient was noted as doing well.